Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that the fiber was broken, the connector was separated from the fiber body, and it presented burn marks, the fiber had clear signs of usage. The complaint against the fiber was not confirmed. It is possible that the fiber was connected to the console and tried to be fired. Burn marks can be caused by prolong use of the device and/or the blast shield being damaged. It is likely that the interaction between the console and fiber may have led to overheating, ultimately causing the burning on the connector face and overheating the connector thus leading to the fiber connector and fiber body separation that was observed. The investigation cause code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during unpacking there was found the tip could not connect to the console. This event occurred outside the patient. The procedure was completed with another of same device. The patient condition following procedure was stable, there were no patient complications. After that, the fiber was returned for analysis and it determined that the fiber was broken, the connector was separated from the body and the connector face was burnt.